Event description:
The customer reported false vtach alarms. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4).the customer reported false vtach alarms. There was no report of negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.